Event description:
The device was etched as a 14x140 but was actually a 14x125. An alternate device was available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicated that the event was attributed to an identification error during the manufacturing process. It is believed that this event is an isolated incident. This product was manufactured in 1989 prior to corrective actions which have been implemented to improve coding identification and packaging process.